Event description:
Consumer was using the gum summit plus sensitive toothbrush and the bristles started to come out in his mouth causing him to gag on them.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.